Event description:
The customer reported that the unit will not power off when pressing the power button. The customer reported there was no patient involvement.

Manufacturer narrative:
Philips service engineer replaced user interface (ui) due to the front bezel being defective. The system fully meets specifications and is returned to use. A user interface assembly was returned for failure investigation. Visual inspection of the user interface assembly revealed no evidence of damage or contamination. The power switch button 2 metallic domes were not properly aligned, causing the power switch button failure.

Manufacturer narrative:
Upon further investigation, the issue occurred during pre-use setup and not found during clinical use and is not likely to cause or contribute to a death or serious inquiry. Therefore, this complaint no longer meets reportability requirements.